Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a cataract with intraocular lens implant procedure the implanted intraocular lens took over 20 minutes to unfold and required manipulation with forceps. There was no patient impact reported. The surgeon declined to provide any additional information.